Event description:
Kimberly-clark received a report from the (B)(6), stating, "during the oral care of a terminal patient using the lemon dentaswab, the patient closed his jaws. This pushed the green sponge off of the stick into the mouth." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for analysis. Label cautions, "use carefully for patients with altered levels of consciousness." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.